Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that enlite serter does not fire. The customer stated sensor is not stuck in serter he was able to get it out with knife. Customer stated serter released the sensor. The customer was advised to discard the sensor. The customer was advised that we are sending replacement items.

Manufacturer narrative:
A complete analysis and testing of three opened and used enlite sensors. Found all the sensor needles were separated from the sensor; unable to confirm insertion anomaly due to the sensors were returned opened and used. The insertion needles were not returned unable to confirm the insertion needle complaint.